Manufacturer narrative:
The instrument body was returned and was found to be within specification including the hardness of the shaft. Since the tip remained in the patient this was not able to be inspected. The DHR was reviewed and there was no evidence that the device was not manufactured to rti surgical's specifications.

Event description:
While implanting an anterior cervical screw the driver tip broke off in the head of the implant. The surgery was completed and the surgeon chose to leave the tip within the head of the screw.